Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were c34 errors on the erbe generator. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed logs and advised the customer to change the monopolar energy mode from swift to classic coagulation and performed a power cycle; however, the issue persisted. The procedure was completing with a third party generator with no reported injury.